Manufacturer narrative:
227341 evaluation statement: the reported event of a communication error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that precedex was infusing through channel d. During transport to CT the channel stopped working and alarmed "communication error" and the alarm would not clear. The user felt it was unsafe to remove the pcu and four channels from service at that time. Channel d was swapped out with a working channel. Biomed found no issues.